Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards. The sys operates as intended.